Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. The customer was wearing the insulin pump at the time of hospitalization. The customer reported a no delivery alarm that could not be cleared. The customer also reported a button error alarm from the insulin pump while trying to clear the no delivery alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons and alarmed button error due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube lip, battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.